Event description:
It was reported that during the procedure, the sureshot targeter did not work after connecting it to the controller. The following error message was displayed: "the targeter is broken, please exchange". A c-arm was utilized to target and due to the failure there was a delay of 30 to 60 minutes on surgery.

Manufacturer narrative:
Correction: manufacturer's code was incorrect, correct manufacturer's code: (B)(4).